Event description:
There is a large quantity of adhesive cream that enters through the mouth. Accidental device ingestion. Hives on the body, hives. Itchy pruritus, reddened. When he scratched it, it became red. Skin red. Uses the adhesive cream whenever he takes his meal. He therefore uses it 3 times a day; ends up using a large amount of adhesive cream, device used for unapproved schedule. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident max seal denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident max seal denture adhesive cream. On an unknown date, an unknown time after starting polident max seal denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), hives, pruritus, skin red and device used for unapproved schedule. The action taken with polident max seal denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, hives, pruritus, skin red and device used for unapproved schedule were unknown. It was unknown if the reporter considered the accidental device ingestion, hives, pruritus, skin red and device used for unapproved schedule to be related to polident max seal denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 19jul2022. It was reported that, "the male consumer mentioned that he previously contacted the customer service centre once. (Previous case report: 00475116) the male consumer has been using polident adhesive cream for 3-4 years. Recently, he went to and purchased 5 units of max seal. Although it is good that the max seal has small outlet and protrudes thin cream, he thinks that recently he developed an adverse reaction to the product. Originally he did not have such symptoms but these days he developed something like hives on the body. It is itchy and reddened. When he scratched it, it became red. The male consumer uses the adhesive cream whenever he takes his meal. He therefore uses it 3 times a day. He uses (the product) before he takes his meal, and attaches his dentures and after he finishes eating, he would take off the denture and clean it. As he is using (the product) 3 times a day, he thinks that there is a large quantity of adhesive cream that enters through the mouth. He does not have difficulty breathing nor vomiting. As it has been a while since he got a denture made, (the denture is) loose and he ends up using a large amount of adhesive cream." Case (B)(4) and case (B)(4) were linked because of same patient details.

Manufacturer narrative:
Argus case ID: (B)(4).